Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys tsh assay result for one patient sample tested on a cobas 6000 e601 module. The initial result was 6.87 uiu/ml with a repeat result of 4.17 uiu/ml. The reagent lot number is 589905. The expiration date was requested but not provided.

Manufacturer narrative:
The alarm trace revealed 2 abnormal probe sucking alarms at the time the questionable result was received. This indicates poor sample quality. The investigation determined the event was due to a preanalytic issue at the customer site.